Event description:
It was reported that a 60-year-old male patient (72.9kg) underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered atrio-esophageal fistula requiring surgical intervention and prolonged hospitalization. The ablation procedure was on (B)(6) 2022 and 24 days after the procedure the atrio-esophageal fistula occurred. Emergency suture surgery was performed on the hemorrhagic part of the left atrium, and the surgery was completed safely. The patient was admitted to the intensive care unit (ICU) and the patient condition was unchanged. The physician's initial opinion on the relationship between the adverse event and the product was that the operating feeling of this product did not differ from that under normal condition. Display of ablation index (ai) and contact force (cf) was the same as usual. The patient had hemorrhage from a site other than the site where esophageal temperature increased. This product may be unrelated to the event, but it is difficult to say for sure. Six days after discharge, the patient visited the hospital due to epigastric pain. There were no problems with blood collection data, etc. And patient was returned home with a prescription of pain relievers. On may 10, the patient visited the hospital with similar symptoms, and although there were no problems with blood collection data, atrial fibrillation (afib) had recurred. Therefore, sinus rhythm was established by a cardioversion and the patient returned home. On may 14, she visited a nearby hospital with similar symptoms, and there were findings of left atrio-esophageal fistula. The patient was transferred to (B)(6) hospital and underwent emergency procedure. Additional information received indicated the physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event was unchanged. The patient was discharged once and readmitted to the hospital on 5/14. If counted from the time of readmission, there was prolongation of hospitalization, and the reason was surgery at the cardiovascular surgery. Relevant patient history includes paroxysmal atrial fibrillation, diabetes mellitus. A smartablate generator was used in the case. Generator parameters were set at output: 30 w, temperature: 40, impedance: 250 o. In the review of the study, all energized parts were energized at 25 -30, 25 -35 w, and 165 o or lower. There was no parameter that showed a transient increase. No error messages were observed on biosense webster equipment during the procedure. Esophageal temperature was monitored. An alarm was set to sound at 40.5. The esophageal injury was confirmed when the esophagus was examined with an endoscope because of hematemesis, fresh blood was found in the esophagus, and a laceration was found in the esophagus. The correct catheter settings were selected on the smartablate generator and the smartablate pump was switching from low to high flow during ablation. Zeroing was performed as needed. Force visualization features used during ablation procedure were dashboard, graph taken from CT, vector & visitag with tag index.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 28-jul-2022, additional information was received which indicated the patient has died of heart failure and infection (date of death is unknown). The physician commented that the link between atrioesophageal fistula and the product cannot be ruled out. At this time, no comment from the physician has been received regarding the relationship between the cause of death and the product. Note: the date of death field (b2) has been populated with (B)(6) 2022 as a best estimate since this is the date information about death was received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 16-jun-2022, the investigation was completed which included the device history review (DHR). Per the device history record evaluation that was performed for the finished device 30728814l, no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 16-jun-2022, it was noticed that the following information was incorrectly reported in the 3500a initial medwatch report under section h10. Additional manufacturer narrative: ¿a manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.¿. The statement that should have been ¿investigation is in progress, once completed a supplemental will be submitted.¿.

Manufacturer narrative:
On 4-sep-2022, additional information was received indicating the physician¿s opinion was unknown for what the cause of death was. The date of death was also reported to be unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).